Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws did not partially open, the device locked on the tissue and the handle stayed blocked. The tissue broke down after cutting. Another device was used to complete the procedure. There was no patient harm.